Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-oct-2019 with the following findings: a visual inspection of the pump showed the battery compartment was cracked. The returned battery cap had stripped threads and was unable to secure to power on the pump, duplicating the power issue. During investigation, a test cap was used to secure and power on the pump. The pump was exercised for 12 hours with the test cap with no power loss or rebooting occurring. Unrelated to the complaint, the display was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power; the battery compartment and battery cap were cracked and the battery cap had stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.